Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent system was to be used during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2012. According to the complainant, during preparation for the procedure, holes were noticed in the cover of the stent after removing the device from the packaging. No visible damage was present to the packaging of the device and the sterile barriers did not appear compromised. The procedure was completed with another wallflex fully covered esophageal stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Only the stent was received for analysis; the delivery system was not returned. A visual examination of the returned device found three holes smaller than 1.0mm in diameter present in the silicone covering near the retrieval loop end of the stent. The device met the in process inspection criteria. No other issues were noted with the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the condition of the returned device was consistent with the complaint incident; however, based on the small size of the holes, the device met product specifications. Therefore, this event is no longer reportable.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent system was to be used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2012. According to the complainant, during preparation for the procedure, holes were noticed in the cover of the stent after removing the device from the packaging. No visible damage was present to the packaging of the device and the sterile barriers did not appear compromised. The procedure was completed with another wallflex fully covered esophageal stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). Holes present in the stent cover. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.